Event description:
It was reported to philips that the suite pc did not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting and displayed an error message indicating that the x-ray system was not starting on the acquisition monitor. Upon troubleshooting actions, the fse identified a malfunction related to the suite pc software. The fse reinstalled the suite pc software. After reinstalling the suite pc software, the system was returned to use in good working order.